Event description:
It was reported that the user experienced an off-charger issue in which the charging kit did not charge the ilet adequately, requiring continuous charging and achieving only approximately one-quarter battery capacity. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included technical support troubleshooting and logistical review of replacement supply shipment. Investigation of this case revealed a suspected charging accessory malfunction. It was concluded that replacement of the charging kit was warranted and an overnight replacement was shipped.